Event description:
The account stated that the architect i2000 sr analyzer has been generating initial reactive results for several hepatitis assays. The account also stated that the site is a dialysis lab and states seeing patients about 30 days and recently had been seeing an increase of initial reactives/grayzone results for hbsag, anti-hcv, ausab, core-m and havab-m that are retesting non-reactive. The account observed the issue after using reaction vessels lot 74087p100 but after using another lot, the issue seemed to subside. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.